Manufacturer narrative:
Pump received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked keypad connector. Unit passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons of insulin pump were sticky and hard to press. The customer blood glucose level was unknown. Customer stated insulin pump received random unexplained no delivery alerts. The device will not be returned for analysis.